Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) indicated the device will not/rotate. It is unk when the event occurred. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no additional info provided.